Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified broken crease sharp on posterior, stress marks, creases fold, wear abrasion and missing shell. Base on the device analysis the final assessment is: missing shell due to inconclusive. A broken crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional additionally reported "extravasation of silicone into breast and subcutaneous tissue."

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.